Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Manufacturer narrative:
Fse replaced faulty coiled cable to resolve the issue described in this complaint. Related to a separate reported complaint, fse also replaced the upper panel assembly and associated labels. After the repairs, fse performed complete pm with full calibration, functional testing and safety checks per factory specifications. The unit passed all functional and safety tests per factory specifications and has been retuned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a faulty coiled cable connector. The cable could be disconnected from the pump console without disengaging the locking mechanism on the cable. During this repair there was an unrelated issue where the spring-loaded cover for the fiber optic connector was found to be broken. This was reported separately. There was no patient involvement, and no adverse event reported.